Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
When the user went to the clinic to pick up the external device channels with abnormal impedances were found.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
When the user went to the clinic to pick up the external device channels with abnormal impedances were found. Diagnostic imaging has been recommended. Re-implantation is considered.